Event description:
It was reported that the chair's frame would not hold weight due to broken struts. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.